Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
Analysis of the returned device has been completed. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
When the cypher stent was removed from the packaging it was noticed that both ends of the stent were already slightly expanded and partially deployed. The device was not used. There was no damage to the product package or box. There was no difficulty removing the device from the package. No excessive force was used to remove the device from the package. One non-sterile cypher select + 3.50 x 8 mm was received coiled in two plastic bags. The stent was out of position. The balloon was inflated. Residues of inflation medium were observed. Crimping marks were observed. Strut uplift was noticed on both ends of the stent. No other anomalies were observed. Dimensional analysis was not performed since the stent was damaged. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure was confirmed. The exact cause of the failure experienced by the customer could not be determined and it does not appear to be related to the manufacturing process. It appears that the balloon was inflated partially as evidenced by contrast media residue found and partial expansion of stent on both ends. Neither the DHR nor the product analysis suggests that the issue is related to the manufacturing process. Therefore no action was taken.

Event description:
When the cypher stent was removed from the packaging it was noticed that both ends of the stent were already slightly expanded and partially deployed. The device was not used. There was no damage to the product package or box. There was no difficulty removing the device from the package. No excessive force was used to remove the device from the package.